Event description:
It was reported to philips that the system had insufficient disk space, which could impact imaging. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to additional the system was in clinical use and was performing a planned (non-emergency) procedure which was aborted, and treatment was done next day at this system. Philips field service engineer (fse) visited onsite and confirmed the startup problems from ip pc. Fse recreated the image store which resolved the issue. After that, the system was returned in good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.